Event description:
A customer reported to baxter that the povidone/iodine sponge of a minicap came out of the cap, during prime but prior to use. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The damaged minicap was not confirmed, and a cause was undetermined due to no sample being returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The actual sample was not available; however, a lot number is known and a batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if additional information is received.